Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device keeps alarming and had a blank screen. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: device evaluation: tamper seal is intact, and cracked bottom case and both plunger cases. Chipped out lower left front corner of top case also plunger assembly partially separated. During the investigation, blank screen and constant alarm was found at power up, incomplete upload process from customer. Blank screen with constant alarm found caused by incorrect process for software update. Software was updated to v1.6.4 to resolve the issue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other text: customer had no interaction with patients and unaware of any patient involvement.